Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly underwent surgery to remove cholesteatoma. The recipient is reportedly experiencing open electrodes. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The open electrodes are reportedly believed to be related to the cholesteatoma. Surgeon confirmed no monopolar cautery was used during surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, d.9, & h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. No cholesteatoma tissue was found in the middle ear. Advanced bionics is currently attempting to obtain consent from the recipient. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information section b.7. Additional information section h.6. A review of the recipient's test data indicates impedance issues. Programming adjustments have been made; however, the issue did not resolve. Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.